Event description:
It was reported: this shell presented as loosening as seen on acetabular angle shifting with follw-up x-ray. Pt presented with the symptoms discussed with other pts in the shell recall experience to date. Samples of explant and acetabular membrane have been processed per investilatory guidelines.